Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker follow-up, a smarttouch programmer installed with a 3.16 smartview version blocked.

Event description:
During a pacemaker follow-up, a smarttouch programmer installed with a 3.16 smartview version blocked.

Manufacturer narrative:
After reviewing the expert files, the reported behaviour could not be confirmed. No error has been found in the analysis of the file with the history of the events of the programmer related to a freeze. No recommendation can be made to avoid the occurrence of this behaviour. This event is recorded for trending purposes.